Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 400 mg/dl with small ketones. It was indicated that the customer used manual injections to address bg level. In addition, it was confirmed that the customer will use manual injections as alternate insulin therapy.